Manufacturer narrative:
Correction to h6 codes, additional information was provided that the report was uploaded by mistake. There is no alleged product problem nor is there a pending revision surgery. This report should not have been submitted.

Event description:
Additional information was provided that the report was uploaded by mistake. There is no alleged product problem nor is there a pending revision surgery.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not available at the time of this report.